Manufacturer narrative:
Visual examination of the returned devices does note evidence to support the reported observation. Evaluation of the items and review of the device history records did not however reveal any product problems, related manufacturing deviations or anomalies that could contribute to dislocation. It is stated in the initial product investigation request, it was not suspected that the devices failed to meet specifications or contribute to the reported event. The investigation could not verify or identify any evidence of product error with regard to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised because of dislocation, found polyethylene wear.